Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited a longevity decrease from six years last quarter to four and a half years this quarter. Boston scientific technical services (ts) confirmed that the device power had been very stable and the voltage had slightly decreased from the expected nominal voltage. To date the device remains in service. No adverse patient effects were reported.